Event description:
It was reported that the pt came into a routine office visit and could no longer feel stimulation after being scanned by a security wand. Upon interrogation, it was found that the vns output current and magnet current had been set to 0ma. Further programming history is being requested. No adverse events have been reported as a result of the loss of therapy.